Manufacturer narrative:
(B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345. The cause was identified to be the out of calibrated specification downstream thermistor reading. The force sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.